Event description:
It was reported that the customer experienced high blood glucose and the paramedics were called. The caller stated that the customer was hospitalized with high blood glucose over 900mg/dl. The caller stated that the customer was hospitalized for twenty days, but she never recovered from going into cardiac arrest. The caller did not have the insulin pump and was unsure where the device is located. The caller mentioned that the customer had good control of her blood glucose, and the death and high glucose was unexpected and unexplained at this time. The caller stated that the customer was wearing the insulin pump when the paramedics took him to the hospital. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.